Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the membrane of the port of an intravia container had torn away from the bag. The customer had used an empty intravia bag with a third party secondary extension set for patient infusion. After the primary infusion using the bag, the spike from extension set was removed and it was observed that part of the bags membrane port had torn off anda remained on the spike. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the membrane port was missing from the bag. An underwater leak test was also performed with no issues noted. Additionally, a photo of the device was provided which identified that the membrane port was attached to the spike. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.